Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection observed the blood leak from the filter blood header. The reported condition was verified. The cause could not be determine. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use, one unit of prismaflex m100 set had an external blood leak and the machine alarmed a blood leak detected in the filter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.